Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charger was unable to charge ipg. As a result the ipg failed to communicate with external devices. In turn the ipg was deemed inoperable. Reportedly the patient underwent surgical intervention wherein the ipg was replaced which resolved the issue. Effective therapy was established post operatively.